Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged ¿beeping¿ issue was not duplicated in the evaluation. Review of black box did not find any related alarms or warnings in the pump history. Using the returned battery cap and a test cartridge cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any unusual ¿beeping¿ occurring. A normal bolus and an audio bolus were delivered and recorded correctly. Pump casing was opened and no intermittent condition or evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, battery compartment crack was found below the grip pad with no evidence of moisture intrusion inside the compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. Reportedly, the pump beeps continuously at each battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.